Manufacturer narrative:
The subject oev261h was returned to olympus medical systems corp.(omsc) for evaluation. Omsc checked the exterior of the subject oev261h and found the screw to attach a lcd arm could not be detached. However the subject oev261h operated without any problem. The image on the screen of the subject oev261h was no problem. The power of the subject oev261h was turned on/off for fifty times, there was no problem. The burn-in test was performed, there was no problem. The temperature and environment test was performed, there was no problem. The exact cause of this phenomenon could not be conclusively determined, however there was the possibility that this phenomenon was attributed to the following. Because the ac adapter of the subject oev261h was enswathed with aluminum foil, the ac adapter became excessive high temperature and could not operate appropriately, consequently the subject oev261h malfunctioned temporarily. Olympus stated the appropriate handling of oev261h and the counter measures against abnormalities in the instruction manual of oev261h.

Manufacturer narrative:
The referenced oev261h was not returned to olympus medical systems corp.(omsc) for evaluation yet, therefore omsc could not evaluate the oev261h. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified surgery, an endoscopic image on the oev261h was disappeared. Because the endoscopic image could not be recovered, the user exchanged the subject oev261h to an unspecified another monitor and completed the procedure. For unknown reasons, the ac adapter of the subject oev261h was enswathed with aluminum foil. There was no report of the patient¿s injury regarding this event.